Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose 407 mg/dl, 72 mg/dl and 30 mg/dl. The customer was treated with intravenous insulin drip for high blood glucose. Customer was experienced low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that they did allege insulin pump was over delivering. Customer stated that drive support cap was normal. The insulin pump will be and reservoir will not be returned for analysis.